Event description:
It was reported that intermittent cartridge alarms (alarm 30) occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 80-200 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that intermittent cartridge alarms (alarms 20 and 30) occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 80-200 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.